Event description:
Bio-corkscrew used to reconstruct achilles tendon: anchor broke off from attached suture while doctor was inserting into the bone. Equipment parts were retrieved and surgery lengthened due to retreival; however, no significant patient injury. This event was initially reported by arthrex representative in 01/05, however, no adverse consequences with patient nor delay in surgery were reported at the time. Follow up with risk management in 06/05 indicated the procedure did not extend significantly, it was reported to be less than 30 minutes delay. This device is used for treatment.

Manufacturer narrative:
Evaluation determined the implant broke at the hex with the hex still remaining in the driver. Implant broke due to a torsional load, condition typically caused by over insertion. Event attributed to misuse.